Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm twice on the insulin pump. Customer woke up to a low battery alarm and after resetting the time and date, she received the alarm. Customer stated that the pump was not dropped or bumped. Customer did not press the cap while connected and stated that the drive support cap was flush. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the low battery alert.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.